Event description:
It was reported the patient had her generator replaced on (B)(6) 2015 as the device was unable to be interrogated due to battery depletion. Product analysis for the returned generator was completed on (B)(6) 2015. The battery life calculation estimate was made using the "as received" parameters which resulted in approximately 7 years remaining until near end of service (neos) = yes. During product analysis, the generator's output signal was monitored for more than 24 hours while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the generator's output signal and demonstrated the device provided the expected level of output current for the entire monitoring period. Magnet activations were performed during the output monitoring and the generator demonstrated the appropriate magnet output for the programmed settings. Diagnostics were performed and the results were as expected for the programmed parameters. Additionally, an electrical evaluation showed the generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the generator. Additional information was received which showed the surgeon's serial cable was the cause of the reported failure to program, not a depleted generator battery. The failure of the surgeon's serial cable has been captured in MFR. Report # 16444487-2015-06478. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported the patient is experiencing constant vibration at her generator site and alleges the vns has stopped controlling her seizures. It was noted the patient had a new implant on (B)(6) 2014 and was relatively well controlled prior to reporting the vibration and lack of efficacy. It was later reported the patient self-referred herself to the surgeon but the patient did not see her neurologist. The patient was reporting vibration with her generator but the surgeon didn't find anything wrong. It was reported the patient is having an increased in seizures and the magnet doesn't work anymore like it used to. It is unknown if the increase in seizures is below, at, or above pre-vns levels. It was reported that diagnostics were run and everything was fine. The surgeon wanted to change out the patient's generator. Surgery is expected; however, no surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.